Event description:
A pt's family member reported they were going to the hosp due to blood glucose symptoms. Their one touch basic meter allegedly would only prompt error messages. Pt reported symptoms of dizziness, nausea and headaches. A result of "135 mg/dl" was reported, however, time and date of the result is unk. Pt did not have back up meter. No further info has been reported.